Manufacturer narrative:
(B)(4) - the device was not returned to the manufacturer for physical evaluation, and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record review confirmed the labeling, material, and process controls were within specification. There is documentation in the medical records to conclude a possible relationship to the liberty cycler and the patient experiencing stomach pain. There is also a likely association between a new patient beginning pd therapy as well as the patient being a novice user of the liberty cycler and the reported abdominal pain as well as the reported air in the chamber as a call to technical support was placed requesting patient help to manually program the cycler. Accordingly inflow pain: soon after starting pd, patients may experience pain during fluid inflow. This is particularly likely to occur if dialysis begins immediately or within a few days of catheter insertion. Outflow pain: some patients have discomfort or even pain when the fluid runs out and commonly occurs, in the absence of infection, during the first few weeks of treatment.

Event description:
The nurse of a peritoneal dialysis (pd) patient called technical support requesting them to call the patient and help him manually program the cycler. During the call the nurse also reported that the patient was in the hospital due to pain. Upon follow up with the nurse and review of the patient's hospital discharge summary it was found out that the patient is new to pd treatment. A review of the patient's discharge summary indicated that the patient had noticed some air in the cassette/tubing set 2-3 days prior to being hospitalized for pain. The symptoms that led to the hospitalization were reported to be typical for somebody new to pd treatment. The patient was discharged from the hospital and is performing pd therapy without further issues.